Event description:
It was reported that the bd¿ threaded lock cannula connection was damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the cannula connection part was damaged."

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9340415 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The supplier sub-assembly batch for the finished good batch 9323673 is the same as with the other related complaints batch 9316250 and others. Based on previous investigation from the cannula sub-assembly plant (bd sandy), the defect occurs when the core pin is too hot causing it to pull the cannula as the core pin is retracted at the end of the molding cycle and prior to ejection. All quality checks for that lot were performed per established quality controls and passed (as evident from the DHR review), therefore there is no reason to suspect that cooling of the pin was interrupted for a long time. Retained samples for this lot were no longer available but retained samples from the lot molded in january 2020 were inspected: the defect was not observed. This further suggests that the reported defect was most likely a ¿blip¿, such as a temporary blockage of a cooling flow. No corrective actions are required at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ threaded lock cannula connection was damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the cannula connection part was damaged."